Event description:
Per the clinic, the patient experienced discomfort at the implant site during MRI procedure. Subsequently, the patient underwent the MRI scan under general anesthesia. The implanted device remains.